Event description:
It was reported that a user on the second day of ilet use experienced hypoglycemia with a fingerstick glucose of 54 mg/dl and contacted support for guidance; the user was advised to treat with oral glucose, avoid overtreatment, and reassess in 20 minutes, and declined transfer to the clinical support line. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with oral carbohydrate and planned follow-up to confirm a return to range, with no hospitalization reported. Investigation included complaint intake review and troubleshooting with user education. Investigation of this case revealed no device malfunction reported and no specific device component implicated, with the event assessed as user-reported hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.